Event description:
It was reported that the customer experienced multiple cartridge alarms with the pump. There was no reported impact to the customer's blood glucose level. The device is being returned, and a replacement pump with a new serial number has been provided.